Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had low blood glucose event and blood glucose was 234 mg/dl. Insulin pump had a over delivery anomaly. Customer stated they were loading insulin pump and for some reason it did not stop and gave a half a reservoir and it did not stop and it was pushing and gave a half a vial of insulin. Customer was hitting the button and they felt insulin going through site too quick and they pulled insulin pump out and half of insulin was gone. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.